Event description:
A customer contacted beckman coulter and reported a leak inside their coulter act diff analyzer. The instrument was giving high platelet (plt) backgrounds during startup when the leak was noticed. The volume of the leak was a drop. No erroneous results were reported. The customer was wearing personal protective equipment (ppe) consisting of gloves and a lab coat at the time of the event. No injury or exposure was reported. No patient samples or results were affected.

Manufacturer narrative:
A field service engineer (fse) went on-site and found that the wbc baths were not draining and that the instrument was giving high plt backgrounds during startup. Fse replaced pinch valve lv14 which resolved the leak (pinch valve lv14 controls the drain for the wbc bath when actuated and the rbc bath when it is turned off). Fse also noticed that the plt backgrounds continued to fail. Fse then performed a decontamination procedure on the instrument and the plt backgrounds passed. The failing plt backgrounds were not related to the leak. Repairs were verified per established procedures and results met published performance specifications. The cause of the leak was pinch valve lv14. The high plt backgrounds were resolved by performing a decontamination of the instrument. (B)(4).